Manufacturer narrative:
D4; h4,6: information anticipated, but unavailable at this time.

Event description:
It was reported that during an unknown procedure, the seal tore. The device was removed and another like device was used to complete the procedure. No patient consequence was reported.